Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 170 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported intermittently that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 170 mg/dl. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.